Manufacturer narrative:
This report is submitted on november 11, 2019.

Event description:
Per the clinic, the patient experienced poor performance with device use from onset. Reprogramming attempts have been made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2019, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is filed on february 20, 2020.

Event description:
The device was electively explanted because of poor performance since activation. Analysis revealed damaged wires along the helix section of the electrode lead.